Manufacturer narrative:
H11: the actual sample was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed the female connector was separated from the main body. The reported condition was verified. The cause was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue) and main body (light blue) of a minicap transfer set which resulted in not being able to disconnect. This occurred when disconnecting from the cycler after peritoneal dialysis (pd) therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.